Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2005 in order to treat vaginal vault prolapse and cystocele concurrently with a perineorrhaphy, mid-urethral sling release, urethrolysis, cystoscopy, and bilateral sacrospinous ligament fixation. It was reported that following insertion the patient experienced pain, erosion, dyspareunia and incontinence. It was reported that the patient underwent a perineoplasty and posterior vaginal vault repair on (B)(6) 2007. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2210968-2012-02072. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and (B)(6) 2007 and mesh was used. It was not specified which product was implanted on which date. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that due to mesh erosion and pain the patient underwent removal on (B)(6) 2009 and (B)(6) 2011.